Manufacturer narrative:
PMA: this device is classified as import for export, therefore 510k is not applicable. Similar model ec38-i10l-us is available in the USA with a 510k number k131855. The device was returned to pentax for further evaluation on service order (B)(4) where the user narrative was confirmed. The device is in the process of being repair where all defects found will be remediated and returned to the user upon completion. On 01-feb-2022, a device history record (DHR) review for model ec38-i10cl (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 04feb2021 under normal conditions, failed processed inspection for hole at the tip. The device was reworked and subsequently pass all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope model ec38-i10cl. In the event reported, the user stated that the device have poor image quality. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: poor image. However, there was no repair data that could determine the cause. We checked the returned unit and confirmed that the control body fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the control body. Correction information: g6: follow up #1 h2: type of follow up h6: coding changed based on the investigation result.